Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia, low blood pressure and weakness. The leadless implantable pulse generator (ipg) exhibited rising thresholds, intermittent capture and eventually loss of capture. The device was programmed off and a transvenous system was implanted. No further patient complications have been reported as a result of this event.